Event description:
It was reported that a patient underwent a procedure for a facial laceration on (B)(6)2025 and suture was used. During the procedure, the doctor sutured the patient, disinfected the wound, opened the suture package and used a suture needle to pierce the skin. When the needle was pulled by a needle holder, the suture pulled off the needle. The doctor immediately replaced the suture with a new one. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: - were there patient consequences? If yes, please specify.